Manufacturer narrative:
A specific root cause could not be identified. No adverse effects were alleged regarding the event.

Event description:
The user received a questionable free psa generation 2 result for one patient sample. The initial result was 4.010 ng/ml and was reported outside the laboratory. The repeat result on the cobas e601 analyzer serial number (B)(4) was 0.399 ng/ml. The user stated the initial result was not acted upon. No adverse events were alleged regarding the event. The free psa reagent lot number was 15810704. The field service representative could not find a cause. He inspected the valves for a malfunction and could find no problems with the system. To verify the analyzer operation, he ran performance testing with all results within specifications.